Event description:
It was reported the patient experienced pain at the ipg site which radiates down the legs regardless of stimulation. Patient was given an injection which did not relieve her pain. Subsequently, surgical intervention took place to relocate the ipg (two more extension were implanted).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.